Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿implant interface debonding after total knee arthroplasty: a new cause for concern?¿ by alex sadauskas, md, et al, published by arthroplasty today (2020), vol. 6, pp. 972-975, was reviewed. This case series investigates commonalities between 9 patients who underwent revision tka and were found to have complete debonding at the cement-implant interface of a femoral and/or tibial component in 9 patients revised between december 2017 and september 2019. Eight of the 9 patient studies received a revision of a competitor knee construct. This complaint ill capture patient 8, the only patient with a depuy knee construct. The authors note that all patient presented with knee pain prior to revision. Depuy products: primary attune total knee arthroplasty including a femoral component, polyethylene tibial component, and tibial tray. There was no indication that the patella was resurfaced, and the cement utilized is unknown. Results: patient 8 received a revision to treat pain secondary to tibial tray loosening. Upon entering the joint, the tibial tray was loosened and debonded at the cement to implant interface and revised. There was no reported product problem with the revised tibial insert. There is no indication that the femoral component was revised, and the revision products are unknown. Captured in this complaint: tibial tray revision due to pain and implant loosening.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - product/lot information is not available.